Event description:
Per the clinic, the patient experienced lack of benefit, headaches and discomfort leading to device non-use. Subsequently the device was explanted (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.